Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient's anchors broke. X-rays confirmed the anchor's eye holes separated from the main anchor piece. The physician removed the anchor pieces but left the main part of the anchor and the device implanted in the patient. The patient was not injured and is currently receiving effective pain relief from the device.